Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided information for a complete pump reset and walked the caller through the process. After completing the pump reset, the issue with the cgm error code was resolved.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.